Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a leak in supplies, which occurred on the homechoice (hc) during use during prime. The registered nurse (rn) stated that the home patient's (hp) bed was wet. The rn checked the connection on the patient line and it does not seem to be leaking there. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(6) 2010. The nurse stated that when she arrived the home patient's bed was not wet and she did not notice any defects with any baxter product. The nurse stated that everything was clamped off properly. The nurse stated that the home patient did not develop any adverse event or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. According to the nurse they have already disposed of the supplies and no companion samples are available. The nurse also stated that she treated the home patient prophylactically with vancomycin and gentamicin. The hc unit was operational. There was patient involvement. No injury or medical intervention was reported.